Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred and the insulin gauge reset. Review of pump history with tandem technical support (cts) did not confirm any alerts or alarms in the pump history. The customers blood glucose (bg) level was impacted 375 mg/dl. The customer took a manual injection to stabilize bg level. The customer was unsure if the reported issue contributed to the elevated bg levels. The customer was able to complete the load process successfully. The customer was advised to upload pump data for review. Multiple attempts have been made to contact the customer that have been unsuccessful. No additional information was provided.